Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 03-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruation") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pain ("pain in the entire body"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain") and fatigue ("fatigue like if the patient was 90 years old"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, back pain, fatigue and pain had resolved. The reporter provided no causality assessment for back pain, fatigue, menorrhagia and pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Further company follow-up with the regulatory authority is not possible. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 03-oct-2018. The most recent information was received on 11-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruation") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pain ("pain in the entire body"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain") and fatigue ("fatigue like if the patient was 90 years old"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, back pain, fatigue and pain had resolved. The reporter provided no causality assessment for back pain, fatigue, menorrhagia and pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality-safety evaluation of ptc incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.